Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) called into technical services inquiring about a patient's implantable pulse generator (ipg) that displayed no diagnostic history and indicated the device was still "initializing." It was noted that the implant detection feature had not completed. The hcp was provided programming direction to program implant detection to off/complete and diagnostics would be available at a later time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.